Event description:
International affiliate reported that the concorde bullet cage was damaged, requiring replacement. It is believed that the cage was broken intra-operatively during insertion. All pieces of the cage were retrieved from the surgical site and there was no significant delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned concorde bul par 9x8x27 [product code: 1878-27-108, lot no: andclt] noted that the cage threads had been sheared off approximately halfway along the full length of the hole. A review of the device history record (DHR) for the concorde bul par 9x8x27 [product code: 1878-27-108, lot no: andclt]. The lot was released in march 2012 of which no discrepancies observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the concorde bul par 9x8x27 was conducted. There were no related complaints identified. The root cause of the leopard cage breakage cannot positively be determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend the file will be closed with no further action required.